Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. Blood glucose level ranged from 169-179 (mg/dl). During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer reportedly did not access the bolus screen. Although requested, the customer did not upload the pump data logs for a review of the reported event to be performed by cts.

Event description:
Review of the pump data logs on (B)(6)2018 verified that the customer unlocked the pump screen, and clicked on the bolus screen which triggered the incomplete bolus alert. The customer acknowledged the information provided by tandem technical support and verified that the pump was functioning as intended.